Event description:
It was reported by service report that the cot drops with patient's weight. Customer reported that it is unk if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Locking valves.